Manufacturer narrative:
(B)(4). Batch # n9019y. The device was received with upper jaw detached returned and the I-blade upper tip broken lifted. In addition, the cable was cut off. The cable cut off is not related with complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy, the upper jaw was broken off when the device was used on the fornix vaginae. The broken jaw was retrieved. The inside of the body was searched and cleaned, and x-rays were taken. Then, no pieces were found. Another device was used to complete the case. There were no adverse consequences to the patient.